Event description:
During a followup interrogation a warning message was displayed indicating that last shock delivered energy was 0.0j. Device operation during the current and previous follow-up was reported normal except for this warning message. The files from the programmer were sent to the manufacturer for review. A response from the manufacturer stated that no conclusion can be drawn and a followup should be scheduled shortly for testing. The patient's next follow-up is scheduled in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Analysis from manufacturer is pending. Remains implanted.